Event description:
It was reported that emts were transporting a pt when the fastener that secures the right footend lift handle detached from the foot support assembly. No injuries were sustained by either the operators or the pt.

Manufacturer narrative:
The customer did not originally order the chair with the footrest option. The customer ordered an aftermarket kit to install the footrest. A stryker representative examined the chair and found the customer had not used the hardware (fastener and bolt) that was included in the aftermarket kit and instructions.